Manufacturer narrative:
Product event summary: data (log) files and the pscc100 catheter with lot number 0012284745 was returned and analyzed. Log files for the reported event date were reviewed. Log files showed 288 pulse trains were delivered using catheter pscc100 with lot number 0012284745 without any performance errors. The therapy delivery sequence was paused due to a software anomaly where the remote control was disconnected and reconnected in quick succession during a pulse train delivery resulting in the delivery sequence being incorrectly paused. There were four instances of the remote control disconnect/connect scenario in the log files provided for the reported event date. The catheter was intact without any visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170 degrees rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, a kink was observed at the loop section side. The catheter was reprogrammed before connection to the generator via a test cic, and therapy delivery was interrupted due to error #2000 (catheter electrical currenterror). Hipot verification of the integrity of electrode wires failed the test due to overcurrent. Dissection of the array showed the insulation of the electrodes wires seems damaged, but no charred wires were observed. In conclusion, the reported issues (kink, error messages) were confirmed through analysis. The catheter failed the returned product inspection due to wires insulation damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure while automatically delivering the pulse trains, the delivery of the pulse trains would stop requiring the delivery button on the remote to be pressed manually to deliver. This occurred multiple times. Additionally, during the second or third pulse train noise on the electrograms was observed. The catheter was replaced which resolved the issue. It was then reported that an unknown error notice on the mapping system indicated 'caution! Leakage current has been detected. Immediately disconnect all catheter cables from the patient interface unit (piu). If the error persists, disconnect the body surface cable from the piu. If the error persists after disconnecting all catheter cables and the body surface cable from the piu, turn off the piu power supply and contact bsw service and support dept." The cables were disconnected and reconnected which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.